Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2021, product type: lead, product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 14-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
2022-05-20 (B)(6) (con, rep): information was received from a patient and manufacturing representative (rep). It was reported that the physician placed 2x8 surgical paddle lead thought to be placed midline however it was more right sided. There were programming appointments to attempt to get left sided stim coverage but was unsuccessful. A lead revision was done on (B)(6) 2022 the physician was able to put a percutaneous lead to the left of the 2x8 surgical paddle lead. It was noted that the bottom tail of the 2x8 surgical paddle lead is abandoned and not connected to the battery. The issue remains ongoing at this time.